Event description:
It was reported that the patient experienced shortness of breath and an increase in premature ventricular contractions due to worsening tricuspid regurgitation as the right ventricular leadless pacemaker was caught on the leaflet of the valve. The device was explanted and a new one was successfully implanted. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.